Event description:
Information received by medtronic indicated that the customer's device had a damaged battery cap. No harm requiring medical intervention was reported. The device will not be returned for analysis.